Manufacturer narrative:
Samples received: none. Analysis and results: list of possible batch numbers not received or additional information. Without the involved batch, the batch manufacturing records cannot be reviewed. We have not received any sample for analysis. Without any sample we cannot carry out an analysis in order to take a decision. As informed in the instructions for use of the product: the following side effects may be associated with the use of this product: tissue injury, transitory local irritation, transient inflammatory foreign body reaction, enhanced bacterial infectivity, wound dehiscence, hypertrophic scar/granuloma formation, pain, seroma, hematoma, track bleeding, increased risk of aneurism and stenosis. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Nevertheless, according to the information received, the possible causal relationship was a suture contamination during surgery. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
We have received the following additional information: the investigator has also reported that this patient was an umbilical hernia, and the fascia was also closed with a resorbable suture, probably an absorbable suture as novosyn usp 2/0 and the skin with dafilon 5/0.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with dafilon suture in a post market clinical follow-up study. It was reported a surgical site infection (wound infection). The indication of the study is skin closure in adult and pediatric patients. In this case, the adverse event is a pediatric patient of (B)(6) (patient no. (B)(6)). This patient underwent surgery on 8 july 2021 and was discharged the same day. The infection occurs on (B)(6)2021, that is, it occurs 3 days after surgery, and ends on (B)(6) 2021. The infection is detected at the on-site visit 5-15 days after surgery to remove the suture ((B)(6) 2021). There was not wound dehiscence and the patient had no risk factors. Surgery details: umbilical hernia surgery performed on: (B)(6) 2021. Length of incision: 20 cm duration of the surgery: 20 min tissue sutured: intercutaneous, and continuous suture technique. 1 suture used and there were no complications during surgery. At that time, no pain, but pain was present for 7 days after surgery. Intensity of the event: mild; patient was aware of signs and symptoms but tolerated them easily. Antibiotics as therapeutic measures due to the event. Non-serious adverse event and possible causal relationship: suture contamination. Unexpected event: it is a clean surgery. On 3 august 2021 was the date of follow-up visit and the adverse event was resolved. The adverse event finished on 23 july 2021. No further information has been received.